Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit providing a physical output higher than the set rate. The unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the customer states the unit's physical output is higher than the set rate.